Event description:
Pump malfunctioned; pump sn #(B)(4) ((B)(6) 2018). Pump will not stop beeping. She checked site and tubing with no issue. Pump will be replaced and return box is being sent. It did occur while in use. Pump changed and no interruption to medication, reported by pt's mother. Dose or amount: 151.1 nkm, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.